Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a male patient, (B)(6), underwent an ablation procedure for paroxysmal atrial fibrillation with a smartablate rf generator and suffered burns third degree requiring no medical or surgical intervention. Post-procedure, a 3rd degree burn was observed where the indifferent electrode had been placed. There is no information regarding extended hospitalization or patient outcome. Physician¿s opinion regarding the cause of the adverse event is that it was related to improper securing of the grounding patch to the patient¿s skin. Generator was in power control mode at 15-40 watts. Duration of ablation is unknown. There is no information regarding the brand of the indifferent electrode. There is no information regarding if the patient contact area and the indifferent electrode were properly prepared per the indifferent electrode instructions for use. Indifferent electrode was placed on the lower left side of the patient¿s back, positioned as close to the heart as possible. The nursing staff reported that the grounding patch slipped off easily during removal post-procedure. There is no information regarding if conductive gel was present and moist on the indifferent electrode upon opening the package. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Investigation summary: it was reported that a male patient, age 60-65, underwent an ablation procedure for paroxysmal atrial fibrillation with a smartablate rf generator and suffered burns third degree requiring no medical or surgical intervention. Post-procedure, a 3rd degree burn was observed where the indifferent electrode had been placed. There is no information regarding extended hospitalization or patient outcome. Physician¿s opinion regarding the cause of the adverse event is that it was related to improper securing of the grounding patch to the patient¿s skin. Repair follow-up was performed and the device was not shipped for service. Service was declined. No malfunction of the device was reported. Issue was related to bad contact of indifferent electrode. User error. (B)(4).

Manufacturer narrative:
The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).